Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
On (B)(6) 2025, the catheterization room of the (B)(6) hospital of (B)(6), performed a procedure of implanting a vena cava filter. During the operation, the surgeon used the otw technique to release the filter, but the anchor foot could not open and was tightly bound together. After multiple attempts, it still could not be released. The surgeon had no choice but to use an additional cervical retrieval loop device to retrieve the filter. Finally, the filter was successfully retrieved and it was found that the guide wire in the arc-shaped pusher was in a screw-like curled state, hooking onto the anchor foot of the filter. The surgeon then used a new second filter and successfully implanted it. This incident was reported by the surgeon as a hospital adverse event. In the final surgery, two filters and an additional foreign body retrieval loop device were used.